Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There were no other complaints reported for this lot number. Additional information has been requested by fax and mail. Additional information has been provided; however, a completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported a patient with poor vision due to the lens was decentered following intraocular lens (iol) implant surgery. Additional information was received from the user facility reporting the multifocal lens was exchanged to a monofocal iol. Additional information has been requested.